Event description:
Doctor reported that he had a situation where the plasmablade sparked/arced while dissecting out a patient ipg. After connecting the newly implanted lead to the ipg, it was impossible to turn on the patient¿s device or even check impedances without her getting painful shock/jolt on the affected side of her body. Device was left off and the patient returned at a later date and the same results occurred. It is unknown how the situation will be resolved. The surgeon elected to use the system again (B)(6) 2014 for two cases after some discussions around settings (surgeon used a cut/coag 5 versus our recommended cut/coag 6) and everything went fine.

Manufacturer narrative:
(B)(4). Method, results: facility disposed of device. Device is not available for return and inspection. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.